Event description:
It was reported by service report that the stair chair tracks were difficult to engage due to a missing track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.